Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they wanted to change the battery after changing the battery customer received the message change battery and they tried different batteries but received the same message again. Customer's blood glucose value was unknown at the time of the incident. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Device received pump error 53 on self test. Pump error 53 found in the device history due to software error. Device received with corroded battery tube.